Event description:
Complainant alleged that during biomed testing, the device was unable to obtain ECG signal via electrode pads. Complainant indicated that there was no pt involvement in the reported malfunction.

Manufacturer narrative:
Zoll med corp has received the product and will be providing a follow-up report when our investigation is completed.